Event description:
It was reported that the device connection was broken. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample port is broken. The leak tester fail the test and an alarm was activated. It is unlikely that the damage was caused in the manufacturing process; the most probable cause is that the damage was caused after the product left manufacturing facilities. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: no corrective actions are required since it's unlikely that needle was bent during the manufacturing process.